Manufacturer narrative:
Analysis of the implantable neurostimulator found that the # 2 balseal connector in the connector port. This prohibited a lead from being inserted. Analysis of the tined lead found that the #3 conductor was broken at the #3 conductor weld site. The #2 conductor was broken 5 cm from the distal end.

Event description:
It was reported the patient originally had their device implanted as a replacement in (B)(6) 2013. It was stated the impedances had been reading high and the device had never worked effectively since implant. Reportedly, there were impedances greater than 4000 measured on all contacts and the patient had a loss of stimulation and less than 50 percent therapy relief. It was noted that previous reprogramming had not resolved the issue and it was decided to surgically investigate and see if there was an issue between the lead and device. It was found that there was a lot of blood in the header of the implantable neurostimulator (ins) and all were cleaned, however, when the implanter tried to re-insert the lead into the device header they could not insert the lead completely. Eventually they decided to try another device and again the lead would not insert completely into the header of the device. Finally, it was decided to try a new lead and once stimulation was established it was then connected to the device. It was noted the device was switched on and the patient could feel stimulation again. The patient was left with a couple of programs set up on the device. The patient¿s status was reported as no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product: product ID: 3093, serial# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.